Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician tried to push out urine, but nothing came out. Used cystoscopy to look inside and there was full coaptation. The physician replaced the pump and used a smaller cuff. There were no additional patient complications reported.